Event description:
It was reported that during use with the bd vacutainer® pst¿ gel & lithium heparinn (lh) 83 units blood collection tubes, erroneously high asts were reported. There was no report of patient impact. The following information was provided by the initial reporter: it was reported by the customer that they had continuous issue with high ast's in pst tubes. We are experiencing high ast across all lots . Could you please tell me when does this new incidents appear? We have been having an issue since (B)(6) 2022. Does any patient or technician was injured or affected by this defect? No how many individuals were affected?20-50 patients per day what testing, treatment and/or medical intervention(if any) were done to the affected individuals? No if yes, did they receive any post exposure treatment or had any adverse impact? Information not provided.

Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. H3. Investigation summary: bd had received 5 samples and no photos for evaluation. The customer samples along with 100 retention samples of the incident lot from bd inventory were evaluation and no issues were observed. A clinical evaluation was not required for this erroneous results complaint as information regarding this situation is outlined in the limitations section of the IFU (instructions for use). For tubes subjected to centrifugation to generate plasma or serum for testing, standard processing conditions do not necessarily completely sediment all cells, whether or not barrier gel is present. Cell-based metabolism, as well as natural degradation ex vivo, can continue to affect serum/plasma analyte concentrations/activities after centrifugation. Separated plasma samples in particular, will have a gradient of cells and platelets present after centrifugation. The presence of cells and platelets in the plasma may lead to increased variability and/or instability of certain analytes that are involved in cell/platelet-mediated metabolic processes and/or are present in higher concentrations in cells or platelets. Analytes that may be affected include aspartate aminotransferase (ast), glucose, inorganic phosphorus, lactate dehydrogenase and potassium. The magnitude of such effects may vary depending on several factors, including whether the plasma is aliquoted or remains in the primary tube, sample agitation, and time. Analyte stability should be evaluated for the storage containers and conditions of each laboratory based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode erroneous results-ast. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.